Manufacturer narrative:
Per the dexcom user guide: "ages 18 years and older: insert in your belly." Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was being worn on the back of the customer's arm, and was not within line of sight of the pump. The customer moved the pump and transmitter within line of sight. Reportedly, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.